Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Liver. Hepatic artery. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. If echelon, during which stroke did the event occur? Ats. What color cartridge was being used? White. What other color cartridges were used before and after this event? None. Only white. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Don't know. Were any of the forces higher or lower than expected (closing, firing, or opening)? None reported. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No.

Event description:
It was reported that during a right hepatectomy, during the liver resection, the surgeon reported inconsistencies with the stapler. On the initial firing the stapler cut without laying staples. They reloaded the device and on the second firing, the staples extracted but the stapler failed to cut the staple line entirely. There were no strange noises or cracks heard. Same like device was used to complete the case. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Damaged shrouds. The analysis results found that one ats45 was received instead of the reported atw35. The device was returned with the shrouds slightly opened and with an unfired reload present. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The device was disassembled to verify the condition of the internal components and the yoke was noted to be damaged. Although no conclusion could be reach on what caused the damaged observed on the device, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch record was reviewed and no anomalies were noted during the manufacturing process.